Event description:
This report is based on information provided by a philips remote service engineer (rse) and asp (authorized service provider) field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the therapy pca defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. The final resolution of the reported issue and the customer device functionality is unknown. The complaint was escalated for a technical complaint investigation and the results indicated fan 1 did not power up and r474, r476 were missing in therapy pca (printed circuit assembly). Based on the results of the analysis, cause of the reported issue was fan 1 did not power up and r474, r476 were missing in therapy pca. The reported problem is confirmed.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and asp (authorized service provider) field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the therapy pca defective. It is unknown if the device was in-use, but there was reportedly no adverse event to the patient or user. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device has defective printer flap and fan. Patient involvement information is currently unknown, but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.